Event description:
A medtronic rep reported that following verification of the instruments during a surgery, someone tripped over the inav cord and then the camera went to black status. The camera was getting power but there was no communication. The use of the camera was discontinued, however, the surgery was continued. There was no impact on patient outcome.

Manufacturer narrative:
The device has not been returned to the MFR. A replacement part was shipped to the site.